Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of two abdominal aortic aneurysms. There was a proximal 39 mm x 34 mm aneurysm, followed by the aorta narrowing to 28 mm in diameter, and then a distal 40 mm x 34 mm aneurysm. The proximal aortic neck was 26-27 mm in diameter and 13 mm long. The right common iliac artery was aneurysmal at 31mm in diameter, and the left common iliac artery was 20-22 mm in diameter. The right femoral artery was 16.6 mm in diameter. It was reported that the right internal iliac artery was embolized and that the talent stent graft system was implanted without issues; the stent graft on the right side was placed into the right external iliac artery for sealing. However, 1 week post-implantation, the pt presented emergently with right leg numbness and tingling, and the right foot was mottled with decrease pulses. The physician elected to perform a thrombectomy with a fogarty catheter, and a large amount of clot in the femoral artery and in the distal part of the iliac limb was noted. The pt immediately had improved pulses and circulation to the right foot. Although the device did not appear kinked, the physician elected to reinforce the stent graft in the external iliac artery with a bare metal balloon-expandable stent. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (arterial and vessel occlusion). (Cause of occlusion is unk).